Event description:
It was reported that system controller self-test audible tone changed. The alarms were heard but were softer and distorted compared to what would normally have been expected. No blockage to speakers was noted. The system controller was exchanged without issues which resolved the sound change.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: this field was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of a softer/distorted self-test audio tone could not be confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6). The controller was returned in unremarkable physical condition, and both of its speakers were free of debris. Throughout testing, the controller produced normal audio tones which exceeded the designed volume threshold. A multitude of self-tests were performed while the controller was connected to both battery power and the power module, and the controller alarmed appropriately each time. The downloaded log file was also reviewed, and no atypical events were observed. The root cause of the reported event could not be conclusively determined through this evaluation. The heartmate 3 patient handbook (rev. D - section 2 "how your heart pump works¿), describes how to perform the system controller self-test. The heartmate 3 patient handbook (rev. D, section 6 ¿caring for the equipment¿) instructs users to check the system controller¿s audio speakers at least once per month. If a change in sound is noted during a self-test, the speakers may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.